Manufacturer narrative:
Exact date unknown, event occurred four to five months ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated to the front right abdomen. The patient was doing well postoperatively.